Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of a sample ID for a patient specimen. (B)(6). The mis-read sample ID matched the sample ID for another patient sample. Erroneous results were not reported out of the lab. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and performed barcode read rate tests and verified barcode scanner and barcode operation. All tests passed. The instrument checksum was disabled. Per labeling "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy." The root cause is that the checksum digit was disabled by the customer.